Event description:
A nurse reported to baxter that he/she noted that the transfer set was loose. The issue was noticed after applying a minicap. There was no patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Sample is no longer available. This complaint for a connection issue was not confirmed due to a lack of sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.